Manufacturer narrative:
Supplemental submitted to indicate that the customer was sent parts to perform the repair.

Event description:
It was reported that casters were breaking down on the beds, potentially leading to reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that casters were breaking down on the beds, potentially leading to reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.